Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not allow the contact to complete the load process. The customer's blood glucose level was 383 mg/dl. Reportedly, the contact added more insulin to the cartridge and was able to resume insulin successfully. The customer continued to use the pump for insulin therapy.